Manufacturer narrative:
The t:slim x2 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only huma¬log and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer receives occlusion alarms after the second day of cartridge use. The customer's blood glucose level was not impacted. A pump system check was performed with the current supplies and the occlusion was found to be within the cartridge. The customer was to change their infusion set and cartridge to resolve the occlusion alarm. Reportedly, the customer uses apidra insulin in their cartridge and was on the third day of cartridge use. Tandem technical support informed the customer that apidra is contraindicated for use with the pump. The customer stated that they were to discuss other types of insulin with their healthcare provider.